Event description:
It was reported that during a renal stenting treatment procedure, a stent delivery system became stuck in the lesion. The 7.0x15x150cm express stent delivery system was advanced to the target lesion. The stent delivery system became stuck in the target lesion. The physician was able to successfully remove the express stent delivery system as a unit. The procedure was completed with a different stent delivery system. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned device identified contrast in the wire lumen and a shaft kink 28cm from the tip. The balloon was tightly folded and the stent was centered between the markerbands. Magnified inspection presented no other damage or irregularities that could have caused or contributed to the reported issue. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a renal stenting treatment procedure, a stent delivery system became stuck in the lesion. The 7.0x15x150cm express stent delivery system was advanced to the target lesion. The stent delivery system became stuck in the target lesion. The physician was able to successfully remove the express stent delivery system as a unit. The procedure was completed with a different stent delivery system. No patient complications were reported and the patient's status was stable.